Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
The paramount mini stent was introduced into the renal artery via a guide sheath. Resistance was met at the renal ostium, and upon retraction of the delivery catheter, the balloon-mounted stent remained in the renal artery, but the rest of the delivery system was removed from the body. The physician introduced another balloon (4mm) to have it slide into the dislodged stent. He successfully slid the balloon into the stent, inflated the balloon slightly (2atm of pressure), and advanced the guide catheter. The balloon/stent combo was gently removed from the renal artery and eventually removed from the body, along with the entire guide catheter and .014 wire. There was no injury reported, however the physician noted a small extravasation a the renal ostium which was not treated. The procedure was completed as planned. Evaluation of the returned device was completed on february 22, 2016. The paramount mini was received inside a bio-hazard bag with an opened paramount mini pouch. The balloon was in its post inflated/deflated state. The paramount mini stent was also received, separate from the catheter. The returned stent showed signs of elongation. The length was approximately 13mm; according to the product labeling the length should be 8mm. Stretching of the struts was observed. The catheter tip and balloon segment showed no damage; however blood was observed at the balloon segment. The stent was inspected under microscope. Blood was observed between various struts of the stent. Both ends of the stent showed four tantalum rivets. One end of the stent showed the struts in the expected position; however the other end showed some of the struts bent backwards and stretched. No fracturing of the stent was observed. The customer's report of the stent experiencing resistance and the stent dislodging has been confirmed. The root cause of the reported event could not be determined. The damaged returned stent suggests the user experienced resistance upon advancement and/or removal of the paramount mini. The instructions for use includes the following: "if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage."